Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6)2023, around 5 pm the patient felt dizzy. She did not check the continuous glucose monitor (cgm) or check the blood glucose (bg). There was no documentation whether there was audio from the cgm display device. She treated the symptoms with carbohydrates and passed out. The daughter called 911. At 5:15 - 5:20 pm, emergency medical service checked the bg which was 47 mg/dl. The cgm display device was not checked. On the way to the hospital, the patient regained consciousness after receiving IV and oral glucose. The patient's pain from falling to the floor was treated with tylenol and percocet. Nausea was treated with reglan and hypoglycemia was treated further with d5. The patient underwent diagnostics of EKG, CT scan, x-rays to right shoulder, left shoulder blade and chest. The patient was discharged at 11 pm. At the time of the report, the patient was feeling fine. Data was evaluated, it was noted that patient did not cross either high or low alert threshold at around 5 pm. The patient's high alert was set to 250 mg/dl and it was noted that patient's estimated glucose value (egv) values at around 5:00 pm was at 221 mg/dl. Patient crossed their high alert threshold of 250 mg/dl with an egv of 259 mg/dl at 1:39 pm on (B)(6) 2023. It was noted that the always sound feature was set to 'false' for the high alert. Data investigation could not confirm the no audio alert on the mobile app. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.